Manufacturer narrative:
D2b - unable to leave blank. Claim (B)(4).

Event description:
A study title "clinical outcomes of implantable collamer lens for low to moderate myopia in a united states single center study" was presented at a conference. The study was a retrospective look outcome of icl implantation including characteristics, outcomes, rate of corrective enhancement, and rate of icl rotation/exchange reported. The researchers concluded that icls demonstrate safety and efficacy in those with low to moderate myopia.

Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).